Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis evaluation: visual analysis of the photographs a device with an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by usg and MRI. The device has been explanted and replaced with non allergan implants. This record relates to the left side.